Event description:
It was reported that there was a hair embedded in the seal between the tyvek lid and the outer tray. There were no patient complications reported.

Manufacturer narrative:
One sealed intro-flex introducer tray was received for evaluation. The area with the contamination was marked with a half circle drawn in black marker. A visual examination was performed and a reddish/brown hair/fiber was found protruding from under the tyvek seal. The tray was completely sealed (sterile) with just a partial section of the tyvek peeled back to show the contamination. The hair/fiber was also visible under the tyvek seal between the tray and tyvek cover. The tyvek was peeled back to expose the contamination underneath the tyvek. The sample collected was approximately 2" long. The contamination was sent for chemistry testing. The ir spectrum of the hair-like substance showed similar absorption characteristics when comparing to silk-like material. The complaint was confirmed to be a manufacturing defect. An improvement project is in process to prevent recurrence of this type of complaint and will be implemented in the packaging areas of our manufacturing plant. A device history record review was completed and documented that the device met specification upon distribution.